Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Other mfg report numbers: 2523190-2016-00204 and 2523190-2016-00205. It was reported that during a laparoscopic cholecystectomy sparks start to come out from the connection point with the bipolar cable. No patient injury reported and the event lead to 10 minutes surgical delay. The procedure went ahead with a replacement device.

Manufacturer narrative:
Integra has completed their internal investigation on february 23, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no highlighted issue. Conclusion: the product sample met specification requirements.